Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in one eye. Postoperatively, the pt presented with a spot on the posterior side of the iol. The physician attempted to remove the spot with a yag laser, but the spot was not removed. The patient's bcva has decreased to 20/50. Additional info has been requested.